Event description:
Pt's mom called today and stated that the curlin pump for her son "died" yesterday. She has 2 pumps for the patient. One pump is used to deliver the ivig and concurrent hydration on days when the hhrn is present (ig days). The second curlin pump is for non-ig days for dextrose (mom administers). Since the pump died that delivers the dextrose on non-ivig days and it is vital to the patient, mom requested that the ivig pump be programmed for dextrose so pt did not have interruption in therapy. Programmed with mom over phone for dextrose. Mom requested a new curlin pump replacement be sent and that programmed for the ivig and dextrose concurrent on the ivig days when nurse is present. Scheduled new to be sent pump. No further information was given. Indication: other encephalitis and encephalomyelitis pump used to infuse dextrose 500ml intravenously on ¿non-ig days between ig dosing for 3 days and following last ig infusion for 3 non-ig days (6 total non-ig hydration days.)¿ did the reported product fault occur while in use which the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? Is the actual device available for investigation? Unknown. Did we replace the device? Yes. Did the patient have a backup device they were able to switch to? Yes. Reported to (B)(6) by: patient/caregiver.